Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage, removal difficulties and dissection occurred. The target lesion was located in the very calcified left anterior descending (lad) artery and first diagonal (d1) artery. The lesion was predilated with an unspecified nc balloon. A promus premier ous mr 32 x 2.50 was advanced; however the stent delivery system encountered high resistance and was not able to cross the lesion. The physician attempted to remove the stent delivery system and again encountered high resistance. Visible stent deformation occurred inside the guide catheter. The physician advanced another guide catheter parallel to the first to proceed with the procedure. While attempting to remove the stent, a dissection was noted in the left main artery. Treatment was successfully competed with another stent system. No further patient complications were reported. The patient is well.

Manufacturer narrative:
The device was returned loaded inside a guide catheter (0.071) with a guidewire inserted. A visual examination of the crimped stent identified damage to the proximal and mid sections of the stent at the exit point of the guide catheter. The distal end of the guide catheter was damaged. The device was pulled distally from the guide catheter and it showed that the proximal struts were pushed in a distal direction on the balloon for 12mm. It was not possible to remove the device from the guide catheter due to the damage to the distal end of the guide catheter. Struts 1-14 from the distal end of the stent were undamaged; the remainder of the struts were damaged and bunched distally. The undamaged section of the crimped stent od(outer diameter) was measured using snap gauge and found to be within specification. The balloon cones were reviewed and no issues were noted. There were crimp markings evident on the exposed balloon wall. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage, removal difficulties and dissection occurred. The target lesion was located in the very calcified left anterior descending (lad) artery and first diagonal (d1) artery. The lesion was predilated with an unspecified nc balloon. A promus premier ous mr 32 x 2.50 was advanced; however the stent delivery system encountered high resistance and was not able to cross the lesion. The physician attempted to remove the stent delivery system and again encountered high resistance. Visible stent deformation occurred inside the guide catheter. The physician advanced another guide catheter parallel to the first to proceed with the procedure. While attempting to remove the stent, a dissection was noted in the left main artery. Treatment was successfully competed with another stent system. No further patient complications were reported. The patient is well.